Event description:
Follow up with the nurse from the physician's office revealed the physician performed a bladder neck suspension in 1998 (date unavailable) and a total vaginal hysterectomy (tvh) on (B)(6) 1998.

Event description:
It was reported to boston scientific corporation that a protegen repliform synthetic mesh was used for a procedure on (B)(6) 1998. There were no complications during the procedure. According to the complainant, there were no issues with the protogen sling until approximately in 2008, when her urinary incontinence returned. In (B)(6) 2011, the patient visited her doctor with a complaint of urinary incontinence, pain and vaginal bleeding. On (B)(6) 2012, the sling was removed. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician who performed the device removal surgery was reported with this event: (B)(6).

Event description:
Additional information received from the patient's attorney on december 04, 2013 notes that: on (B)(6) 1995, the patient had experienced vaginal bleeding for the past several months; hormonal therapy and a conservative course of treatment failed to rectify the problem. On (B)(6) 1998 she was admitted with uterine bleeding, as well as, stress incontinence with uterine fibroids; the patient had a hysterectomy and a protegen sling was implanted with no complications reported. The patient was given a principal diagnosis of excessive and frequent menstruation with a secondary diagnosis of stress urinary incontinence, submucous, leiomyoma of the uterus, benign neoplasm of the corpus uteri, pelvic peritoneal adhesions, lyceum cysts and hematoma, vaginal enterocyte and essential hypertension. In (B)(6) 2001, she began complaining of right side pain and urinary related frequency issues; this is noted in the records to have been seemingly related to a kidney infection. On (B)(6) 2003, sought treatment for severe night cramps. On (B)(6) 2004, she complained of throbbing pain in her right abdomen. On (B)(6) 2003, she presented with white tissue and blood in her urine with lower back pain, abdominal discomfort with mild constant pain, a bloated abdomen, high blood sugar, and was experiencing urinary incontinence where even gravity caused pressure. On (B)(6) 2011, a diagnostic cystoscopy was performed. The physician attributed the vaginal discharge as "most likely related to the sling in the vagina." Recommended removal, but the physician was concerned about patient's diabetes not being under control. On (B)(6) 2011, she had vaginal discharge in her bowel movements that were bright red and pink; she was experiencing some vaginal discomfort but did not notice anything upon urination. On (B)(6) 2011, the patient was seen and complained of incontinence accompanied by nocturia, was unable to fully empty her bladder, pain with intercourse, and saw blood after wiping following bowel movements. On (B)(6) 2011, a urodynamic and cystoscopy was performed; some drop of the bladder neck was noted. On (B)(6) 2011, the patient was diagnosed with vaginal atrophy with stage b granulations of tissue, which were treated with silver nitrate, and noted sling erosion and recommended a resection of the scar tissue involved. The physician notes further that the patient had vaginal pain, but no recurrence of prolapse, rectal bleeding, urine leaks with coughing, sneezing, lifting and feeling urge when bending and laughing, sexual dysfunction, dyspareunia, and post coital bleeding. Additionally the physician noted the patient had two centimeters of exposed interior vaginal mesh and complained of severe pain over the course of the previous months. On (B)(6) 2012, the vaginal mesh was removed. On (B)(6) 2012, the patient was reported as doing well with the resolution of the vaginal discharge, bleeding, and most pain; the stress incontinence was still present. In (B)(6) 2012, she complained of bladder spasms. From (B)(6) 2012 - (B)(6) 2013, the patient experienced continued incontinence, periodic pain and cramping, and episodic bladder spasms. It was also noted that she attended pelvic floor physical therapy until around (B)(6) 2012. Further medical notes provide that patient has a history of tia stroke, hypertension, anxiety, depression, incontinence, diabetes, benjes neoplasm in the large bowel, colon polyps, and rectal/anal bleeding.

Manufacturer narrative:
Brand name initially reported: repliform synthetic mesh; correction: bone anchor system for soft tissue support. Common device name initially reported: mesh, surgical, polymeric; correction: fastener, fixation, nondegradable, soft tissue. Product code initially reported: ftl; correction: mbi. (B)(4). PMA# or 510k# initially reported: k963226; correction: k971139.